Event description:
Philips received a complaint on the v60 ventilator indicating that the master alarm was failing. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) went to the customer site and confirmed the reported issue of the device master alarm failing. The fse determined that the central processing unit (cpu) required replacement. After replacing the cpu, the fse tested the device and confirmed that the unit was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).